Manufacturer narrative:
(B)(6) 2018. Serial number not provided. Reporter phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that there was an issue with the oxygen supply causing oxygen concentrations to not be reached. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 02oct2018. Date of manufacturer: 28sep2018. Added serial number, corrected product information. International UDI: (B)(4). The issue was determined to be a leak in the oxygen connection in the hospital wall. The issue has now been resolved.